Event description:
Nellcor puritan bennett received a call from a rep of affordable medical equip on 4/13/1999. Affordable medical equip called to report the following problem: no audible alarm or led. Noticed when switching power sources from external to internal battery and then to alternating current. Vent did not alarm low pressure when circuit was disconnected to suction pt. No pt harm.